Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/26/2024 h6 component code: g07002 no device problem found additional information: h3 investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned device. The returned samples determined that it was received one unopened sample that pertain to the product code 640g. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/15/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-01440 & 2210968-2024-01441

Event description:
It was reported by a sales rep that, during an unknown dental and oral surgery, although the surgeon didn¿t put any tension to it, the it was reported that a patient underwent a dental surgery on an unknown date and suture was used. During an unknown dental and oral surgery, although the surgeon didn¿t put any tension to it, the suture broke during use. This happened in 2 products. There were no adverse consequences to the patient. No additional information was requested.